Event description:
The customer experienced an intermittent issue with mismatched patient identification numbers (ids) and patient results. The issue began (B)(6) 2010 and involved 50% of the patient samples and quality control. (The customer runs approximately 20 samples per day). Four to five results would be sent at one time with mismatched patient ID and results. The event involved all assays. The customer feels she has caught all the mismatched results before they were reported outside the laboratory. No adverse events have been alleged regarding the discrepancies. The customer provided results for one patient sample. The following results were generated by the analyzer on (B)(6) 2010: the leukocyte result was 500 u/l (++). The nitrite result was positive. The protein result was 15 mg/dl (trace). The blood (erythrocyte) result was 10/ul (trace). The customer performed a spun microscopic evaluation of the sample which did not correlate with the analyzer readout, (no specific findings were provided). She also performed a manual dipstick test which was negative (no specific results were provided). No strip lot numbers were provided. A "loaner analyzer" was sent to the customer. This urinalysis analyzer was returned for investigation, no cause was found. Analyzer verification included running 50 urine strips with patient ids which all transmitted correct results to the host.